Event description:
It was reported that the power cord of the neptune docking station began smoking. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. The tech confirmed thermal damage to the power cord and power module. Also, evidence was found to indicate that fluid contacted the damaged electrical components. The cord and the module were replaced, and the rover was returned to use.